Manufacturer narrative:
Other applicable components are: product ID 309328 lot# 0209172384 serial# implanted: (B)(6)2015. Explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare professional (hcp) via a manufacturer representative reported a consumer had a return of urinary symptoms. It was unknown if any factors led to the event or if any troubleshooting/diagnostics were performed. It was noted that the stimulator did not work and was changed under local anesthesia. The issue was noted as resolved on (B)(6) 2017. The investigator assessed the event as not serious, not related to the procedure, and related to the stimulator. The consumer¿s medical history included neurological urinary incontinence since 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that diagnostics showed that the event was normal battery depletion.

Manufacturer narrative:
Other applicable components are: product ID: 309328, lot# 0209172384, implanted: (B)(6)2015, product type: lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that normal battery depletion was suspected as a reason for the implantable neurostimulator (ins) not working. There was no interrogation printouts or data available and the patient did not experience any falls or trauma.